Event description:
Additional information later reported the patient now was doing ¿fair¿. The pump also was used to deliver sufenta.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that ¿about two weeks ago¿ the patient had a sudden return of symptoms specifically pain in his right hand, right arm and neck. The patient had no falls or trauma around that time or at all. The pain was ¿so bad¿ the patient was having ¿screaming fits¿. The patient ended up in the emergency room (ER). In regards to the patient¿s drug information,the health care provider (hcp) had reportedly moved him ¿from 10mg which he has been on for 8 years and increased it to 18mg then down to 14mg and now 16mg.¿ at the 18mg the patient was overly sedated and at 14mg he was back in pain. The 16mg seemed to be working well until the report date. The patient¿s right hand as of the report date started burning but the patient did not want to call the hcp. The patient planned to try his neurontin prescription and advil first to see if it would take care of it. The patient was not hearing any alarms and other than the ¿slight burning¿ had not noticed a change in the controlling if his symptoms. It was reported the patient had morphine in his device however he did not know which other drug was in the pump. It was later reported that the patient had woken up on (B)(6) 2013 in the middle of the night with severe pain in his neck and arms. The patient was going through withdrawal; he was having pain and withdrawal all at the same time. The patient had been in and out of the ER since the night we woke up in pain and hadn¿t been able to function since. The patient had to take a morphine tablet orally ¿about¿ every day and had never had to do that before. The hcp reportedly told the patient the pump was working fine. It was reported that some days the patient didn¿t have any pain however it was then clarified ¿occasionally¿ the patient didn¿t have pain for a little while and some days he would be sick to his stomach ¿like he had too much medicine¿. The patient¿s device currently set at ¿14.8.¿ it was reported the patient occasionally heard a grinding noise. The patient was reportedly back to where he was ten years ago. It was clarified all of the things going on began the night the patient woke up. The patient reportedly got a second opinion from another pain specialist who said the pump needed to be replaced. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information later reported the patient was experiencing severe pain and withdrawal-like symptoms. The hcp assumed it was a dislodged catheter. The hcp did a dye test and the catheter looked fine. Per the hcp he probably didn¿t aspirate 100% of the medication from the catheter, so the patient might have gotten a bolus and patient was sedated for a while. They kept the patient in the hospital and patient was discharged the next day. The patient was doing better now and was no longer experiencing pain or withdrawal-like symptoms. He said the patient¿s pump was delivering morphine 50 mg/cc at 18 mg/day.

Manufacturer narrative:
(B)(4).